Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated, and the cause of the issue was found to be calibration failure. The issue was fixed by recalibrating the pump.

Event description:
It was reported that the pump displayed "low occlusion pressure (maintenance completed on 12/26/2024)." There was patient involvement and unknown patient harm/adverse event reported.